Manufacturer narrative:
The reported condition of failure code 814:04 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 814:04, causing an interruption of delivery. There was no patient involvement. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. During previous service on the pump head module was replaced. Should additional information become available, a follow-up medwatch will be submitted.